Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor had the line separate from the device. This was discovered before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between may 05, 2014 may 7, 2014. Evaluation summary: visual inspection on the device noted detached tubing at the solvent-bonded junction of the set-cap. Portion of the solvent-bonded tubing still remained inside the set-cap. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.